Manufacturer narrative:
Please refer to the attached report.

Event description:
The physician reported that cardiac tamponade occurred during an implantation procedure: during an implantation procedure, the subject lead was fixed in the patient¿s ventricular apex. This time, whereas the stylet used was rather a soft one and there was no particularly rough handling of the lead by the physician, there was a time when it appeared under fluoroscopy that the lead tip protruded from the outline of the heart. The patient's blood pressure decreased and he/she complained of back pain. After echocardiographic examination confirmed the occurrence of cardiac tamponade, pericardiocentesis was performed and around 250 ml of blood was drained from the pericardium. Following the drainage of blood, the blood pressure increased again. It was confirmed by echocardiography that there was no pericardial effusion anymore. After the above treatment, the implantation procedure was continued and completed with the subject lead implanted in the ventricle. The physician indicated that the perforation might have been due to the thinness of the cardiac muscle.